Event description:
It was reported that a patient experienced a pneumothorax and skin swelling near the area of needle entry during a lung cryoablation procedure. This was a result of a malfunction with a faulty needle which leaked gas from the needle shaft. Three needles were used in this event. The pneumothorax and skin swelling were observed from the beginning of the case. All three needles were initially tested at the start of the procedure, but no gas leak was detected. Confirmed through CT imaging, the pneumothorax was successfully aspirated and the user continued with the case. The cryoablation procedure was completed with no further injury observed in the patient. The skin swelling persisted throughout the case, prompting the user to re-test all three needles at the end of the procedure. At this time, a gas leak was observed on one of the needles on approximately 12cm from the distal end of the needle shaft.

Manufacturer narrative:
The needle was returned to the manufacturer for analysis. Needle testing identified a gas leak at the 110 mm mark of the cryoablation needle, confirming the reported complaint. Microscopic examination identified a hole at the 110 mm mark, as well as excessive soldering flux and numerous corrosive signs observed on the vacuum sleeve of the needle. The root cause of the excessive soldering flux was identified as a manufacturing deficiency during needle assembly. Review of the needle lot manufacturing records did not identify any similar malfunctions within the needle batch. Medical review of the event noted that the observed pneumothorax and swelling are anticipated harms with the device use, both its nature and severity. Pneumothorax and swelling are both listed as possible adverse events in the product labelling. Follow-up of this event found evidence that the needle was not fully submerged during testing as indicated in the product labelling. It is therefore possible that this malfunction would have been detected had the instructions been followed as indicated in the labelling. Further internal investigation is being completed to address this issue and reduce the likelihood of such incidents in the future. We will continue to monitor all product complaints for any potential trends related to this issue.

Event description:
It was reported that a patient experienced a pneumothorax and skin swelling near the area of needle entry during a lung cryoablation procedure. This was a result of a malfunction with a faulty needle which leaked gas from the needle shaft. Three needles were used in this event. The pneumothorax and skin swelling were observed from the beginning of the case. All three needles were initially tested at the start of the procedure, but no gas leak was detected. Confirmed through CT imaging, the pneumothorax was successfully aspirated and the user continued with the case. The cryoablation procedure was completed with no further injury observed in the patient. The skin swelling persisted throughout the case, prompting the user to re-test all three needles at the end of the procedure. At this time, a gas leak was observed on one of the needles on approximately 12cm from the distal end of the needle shaft.